Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/26/2025, a facility representative reported via (B)(4) that an ar-6480 dualwave pump was producing a pressure fault alarm this occurred during a case. There was no patient harm or adverse event due to the pressure fault error code displaying.

Manufacturer narrative:
Additional information: g3, h3, h6. During evaluation it was observed that the device functions. However, it was found that the inflow motor is noisy. Physical damage was found to the top cover, bottom cover, bezel, and there are 4 missing bumpers. See vendor evaluation.